Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and a haptic tore off. The incision was enlarged to remove the lens and another model lens was inserted. A suture was required to close the incision.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear and reddish surgical residue of the lens. Conclusion: no conclusion can be drawn. Based on the compliant history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.